Event description:
It was reported that the patient had issues w/bladder infections following her device implant in (B)(6) 2011. The patient's physician planned to do an ultrasound and cytoscopy to evaluate the situation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).